Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -4.0 diopter had flipped upside down during surgery. After two attempts, the lens was removed and the backup lens was implanted. Reportedly, "no patient harm was done."

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).